Event description:
It was reported experiencing a cgm error 42, which appeared to be related to the pump's battery depletion and its subsequent search for a connection. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.